Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-11820. Reference MFR report: 1627487-2012-11821. It was reported, the pt had pain and sporadic increased stimulation in the shoulder blade area. X-rays were taken, but it was undetermined if the cervical leads had migrated. It was reported one of the leads had low impedances. Reprogramming was able to provide some coverage using the second lead. The physician planned surgical intervention to address the issue at a future date.

Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.